Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced two episodes of peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. On unreported dates, the patient was treated with cephalosporin for both events (no further details). At the time of this report, the patient was recovered from the peritonitis events and dianeal therapy was ongoing. No additional information is available as the reporter declined further follow up.